Manufacturer narrative:
A medtronic representative (rep) tested and serviced the system in the field. The system booted up fine, but there was no video to the mobile view station (mvs) monitor. The rep reset the monitor video sync to default and established the correct resolution to the monitor. The failure was resolved. The system then passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that there was no input on the mobile view station (mvs). This was identified outside of a case. There was no patient involved. It was noted that this system is a demo unit.